Manufacturer narrative:
The implicated product is a plastic dual port with an attachable open-ended 10.0 fr catheter in a peel-apart percutaneous introducer. The product rec'd for eval is a plastic dual port with a dual lumen catheter attached. The port/catheter segment measures 11.5 inches long. Viewing the port from above with the catheter pointing toward the examiner, the right septum is partially dislodged between the 6 and 10 o'clock positions. A significant amount of coagulated blood is in the right reservoir; blood is also trapped between the cath-lock and the catheter fitted over the port stem. An indeterminate number of needle puncture sites are visible in both septums. A lot history review reveals no related mfg issues and one similar complaint for this lot that was confirmed, user-related. Patency of port/catheter assembly is tested using a water-filled 12cc syringe. The septums are accessed using a 22 ga non-coring needle. The left septum is patent to flushing and aspiration and is found to correlate with the distal lumen of the catheter. Although the left reservoir is now clear, a large amount of blood had reportedly been flushed from this chamber on initial eval and decontamination. Flushing of the right septum results in water flowing out the reservoir at the area where the septum is dislodged. The dislodged septum is sealed off with finger pressure and an attempt to flush the assembly is made. No discharge is noted from the catheter's proximal lumen. Flushing is unsuccessfully attempted through the catheter's proximal lumen. Tactual examination of the catheter is unremarkable. Observations of the both port septums under 5x magnification reveals multiple superficial lacerations in the right septum that may indicate access difficulty. Retraction of the cath-lock and removal of the catheter allows patency testing independent of the port. Both lumens of the catheter are found to be patent to flushing and aspiration. No leaks are noted as each lumen is individually pressurized to sustained pressures greater than 25 psi. The port stem is microscopically (5x) examined. Clotted blood occludes the right stem lumen; the left side appears open. The complaint of a dislodged septum is confirmed. It should be recorded as user-related. Documents in the complaint file indicated the port had been in place approx eight mos when the user suspected infection and reported the port as non-functional. The complaint incident report indicates no treatment for infection had been documented in the pt's chart. No history of complication(s) with the port is provided in the complaint file. Dislodged septums can result from over-pressurization secondray to exceeding design pressures during fluid administration. The physical damage present on the port and the occluded port stem is evidence the port's pressure limits had been breeched secondary to a thrombosed stem lumen. Typically, septal dislodgement does not occur unless pressures in excess of 140 psi are applied.

Event description:
The port was placed for chemotherapy on 2/5/97. It was reported that the port was removed due to possible infection on 10/14/97 and the port septum was dislodged. The pt's records do not indicate that the pt was treated for an infection.